Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the duodenum to treat a focal duodenal stricture during a stent placement procedure performed on (B)(6) 2022. During the procedure, the physician was struggling when deploying the first flange of the stent. The physician kept trying and the handle eventually broke. The procedure was completed by using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat a focal duodenal stricture. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris. The device is not indicated to treat a focal duodenal stricture.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with the information available, boston scientific corporation could not confirm the reported event of stent failure to deploy. Without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. It was reported that the axios stent was intended to be placed to treat a focal duodenal stricture. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris. The device is not indicated to treat a focal duodenal stricture. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, the device was used in a manner inconsistent with the instructions for use (IFU)/product label. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.